Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h10. No product was returned; visual and dimensional evaluations could not be performed. Visual evaluation of the provided photo does not clearly depict the failure to determine if the no seal was present or the seal was present but damaged/opened. This complaint cannot be confirmed. Review of the supplier device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). United kingdom. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the device was found with a faulty seal by the theatre staff. There was no patient or surgery involved. Attempts have been made and no further event information is available at the time of this report.